Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 515 mg/dl, 214 mg/dl and 200-299 mg/dl when all tests were performed within 10 mins on the advantage system. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.